Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by an administrator to our local affiliate (B)(4). This case involves a patient (age, gender nos who received taking poly-l-lactic acid (sculptra), therapy dates, dose, indication nos. The patient had a total of 4 treatments. No mention of relevant disease or concomitant medication. Four to six weeks after treatment, on an unknown date, the patient developed 2 areas of raised symmetrical lumps on her skin in the upper mid cheekbones area. The patient outcome was not reported. Corrective treatment if any was not reported. Reporter's causality: not specified. A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Additional information received on (B)(6) 2008: ptc (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information received on (B)(6) 2008: the clinical manager reports that this case involves a female patient. No concomitant drugs were taken and medical history includes heavy smoking, isolagen and teosyal treatment, and a face lift. The patient had not experienced similar event after treatment with poly-l-lactic acid, and it is unknown if the patient had experienced similar events after treatment with any other product. On (B)(6) 2007, the patient received treatment with poly-l-lactic acid 5 ml sterilized water and 2 ml lidocaine, with 7 ml in total injected around the temples, side of face, cheekbone area, and around the lips and jaw line (batch 1a7016). On (B)(6) 2007, the patient received 8 ml sterilized water and 2 ml lidocaine, with 10 ml in total injected around the temples, side of face, cheekbone area, around the lips and jaw line, and nasolabial area (batch a7017). On (B)(6) 2008, the pt received 5 ml sterilized water and 2 ml lidocaine, with 7 ml in total injected around the temples, side of face, cheekbone area, around the lips and jaw line, and nasolabial area (batch a7018). On (B)(6) 2008, the patient received 8 ml sterilized water and 2 ml lidocaine, with 10 ml in total injected around the temples, side of face, cheekbone area, around the lips and jaw line, and nasolabial area (batch 1a7018). On (B)(6) 2008, the patient first reported lumps under both eyes. On (B)(6) 2008, the patient reported that the lumps were getting bigger. The patient was advised to massage the area. No other corrective treatment was given. The lumps are persisting. Causality assessment: not reported.